Event description:
A doctor stated that the spike was bent. This occurred when the patient tried to disconnect the set from the disconnect cap and connect to the yume set. The customer tried to disconnect the set manually but did not succeeded. After that, bent spike was found. The set had been used for 60 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on the spike and no cap on the patient connector. During visual inspection it was noted that the spike was broken/cracked at base of the spike. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was tested underwater with a leak noted at the crack in the spike. This report was confirmed for damage. A batch review was not performed because the lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.